Event description:
The patient was traveling and ¿fell head over heels down the stairs¿ on (B)(6) 2013. The patient had increased pain. An MRI was scheduled for (B)(6) 2013. Following the MRI, the patient was ¿doing okay¿. The patient took percocet orally. The device system was delivering dilaudid. On (B)(6) 2014, it was reported that the patient was put in the hospital in (B)(6) 2013 because she was falling a lot. The pump was replaced. The cause of the patient¿s falls, the reason for the pump replacement, and the patient¿s outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8703w, lot# l80789, implanted: 2000 (B)(6); product type catheter. (B)(4).